Event description:
Procedure: unk. According to reporter: during the firing, the pt¿s tissue tore. The charge was fired as a whole and the staples were closed; staple formation was successful. The surgeon had to spend points with manual suture reinforcement and the remaining tissue was stapled with a competitor¿s product. There was no significant bleeding: the surgery time was not extended by more than 30 minutes due to this problem. There was a loss of some tissue, because in order to remove the stapler, the surgeon had to pull the pulmonary parenchyma resulting in tearing.

Manufacturer narrative:
(B)(4).